Event description:
It was reported that during a stage 2 implant ¿yesterday¿ the patient went into a tachycardia event. Assistance was called in and the patient was provided ¿some drugs¿ which stopped her tachycardia event. Prior to the event the right side system had been completely implanted. The event occurred during draping prior to the left side system being implanted. After the event, the left side system was implanted with no further issues. There was no known cause at the time. Five days later, it was reported that impedance testing was performed in the operating room during the case and all were within normal limits. No malfunctions were seen or the cause of the issue determined. The patient was doing fine and the device was to remain off for two weeks which was normal procedure for the hospital and health care providers (hcp). Refer to manufacturing report #3004209178-2013-12097 as the patient had two systems implanted on the day of the event.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 37603 lot# serial# (B)(4), implanted: 2013 (B)(6), product type implantable neurostimulator product ID 3389s-28 lot# va08mwu, implanted: 2013 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6),product type extension product ID 3389s-28 lot# va08mwu, implanted: 2013 (B)(6), product type lead. (B)(4).